Event description:
Two of 2 for #(B)(4).

Event description:
It was reported that during a humeral nailing, the surgeon was able to get the drill bit through the hole in the nail with the construct, but when he attempted to place the screw, the screw missed the hole. The surgeon was able to free-hand the screw into place and completed the procedure with no adverse effect to the patient. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the device was received but inadvertently lost and no evaluation was performed. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.